Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experiencing and went to hospital for high blood glucose level however, customer had low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 45 mg/dl, at the time of incidence and woke up with high blood glucose level 500 mg/dl. Customer was treated with glucose tablet and food for low blood glucose level. Customer mentioned previous hyperglycemia with hospitalization. Customer was not in auto mode. Customer reported damaged to the insulin pump. The insulin pump will be returned for analysis.